Event description:
It was reported that upon inspecting this sling and its packaging during the implant procedure, the surgeon determined it was contaminated, and it was not used as a result. The procedure was completed with implant of another of the same procedure was completed by implanting an alternate sling. No patient complications were reported.

Event description:
It was reported that upon inspecting this sling and its packaging during the implant procedure, the surgeon determined it was contaminated, and it was not used as a result. The procedure was completed with an alternative sling device. No patient complications were reported.

Event description:
It was reported that upon inspecting this sling and its packaging during the implant procedure, the surgeon determined it was contaminated, and it was not used as a result. The procedure was completed with an alternative sling device. No patient complications were reported.

Manufacturer narrative:
Correction to field h6: device codes.